Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was high, however, a specific value was not provided. The customer delivered a manual injection to address high bg and resumed insulin therapy.